Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after having used a 21 g x 1.25 in bd eclipse blood collection needle with luer adapter, a phlebotomist attempted to engage the device's safety mechanism and the safety mechanism broke off which led to a contaminated needle stick injury. Both the patient and phlebotomist received routine post exposure lab work. The test results are unknown but the patient was considered to be low risk. The phlebotomist did not receive any prophylactic treatment or any other medical interventions.

Manufacturer narrative:
Results: five representative samples from the same lot # were returned for evaluation. The customer samples were hand activated to evaluate defective locking of the safety shields. The safety shield of each sample was rotated backward with ease with no IV shield lift identified. The safety shields were then engaged over the IV needle. The lock-out features engaged appropriately and no breakage, full or partial disengagement of the safety shield from the body of the unit was identified. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5329565. Conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure mode. Based on this information, the root cause is indeterminate.

Manufacturer narrative:
Correction: the date received by manufacturer was reported as 02/19/2016. The actual date received by manufacturer was 2/18/2016.